Event description:
Rptr indicated that pt had back surgery and device was turned off as a precaution. After the surgery, while the pt was in the recovery room, pt's EKG went flatline. The pt passed away. The ncp system was never turned back on. No allegation of status epilepticus was made. Copy of user facility medwatch report rec'd by MFR indicated that the pt suffered respiratory arrest while being suctioned nasotracheally with a yankauer catheter for 15 seconds. Advanced life support was initiated and the pt was resuscitated but did not regain consciousness. Pt met brain death criteria and was pronounced dead.